Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented to the operating room for the implant procedure, loss of capture was observed. The physician elected to take the lead out and implant a different one instead and the capture issue was gone.

Manufacturer narrative:
Analysis was normal. No anomalies were found.